Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently was unable to deliver defibrillation energy. The customer advised, that when the shock button was pressed to deliver the energy, the device would intermittently disarm and dump the energy charge internally. When this occurred a "disarming" message was displayed. Since the issue was intermittent, they were able to shock the patient with this device. They were also using a secondary device for double sequential defibrillation and was able to shock the patient with that device as well. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.

Manufacturer narrative:
The device was returned for evaluation therefore, concomitant medical products has been updated accordingly with the new information. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device intermittently was unable to deliver defibrillation energy. The customer advised, that when the shock button was pressed to deliver the energy, the device would intermittently disarm and dump the energy charge internally. When this occurred a "disarming" message was displayed. Since the issue was intermittent, they were able to shock the patient with this device. They were also using a secondary device for double sequential defibrillation and was able to shock the patient with that device as well. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.